Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. Unable to confirm the motor error. The device had cracked display window corner, scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
It was reported that the customer's insulin pump alarmed stopped functioning and alarmed motor error several times. The blood glucose reading was 327mg/dl. Troubleshooting was performed, and the drive support cap was loose. The mother stated that the device was exposed to a high magnetic field while having an MRI, but the insulin pump was in another room. No further information was provided.